Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is completed.

Event description:
It was reported that during a pta treatment procedure, withdrawal difficulties occurred. The 95% stenosed lesion was located in the right superficial femoral artery. After deflation of the ultra-soft sv balloon catheter, the physician was unable to withdraw the catheter from the sheath. The balloon had been inflated once, to unknown atms. Other products used included: 6f terumo sheath and dejavu guidewire. The procedure was successfully completed with this device. No pt injuries or complications were noted. Pt status is reported as "good." Additional info regarding this event has been requested.